Event description:
The customer contacted baxter's technical service center regarding a setup question; which occurred on the homechoice (hc) during use, during setup. The home patient (hp) explained that they were setting up on the hc and came back to the room to find the heater bag was completely empty and determined that the heater bag became disconnected from the setup. The baxter technical service representative advised the hp to dispose of all supplies attached and to start over with all new supplies. The hc was operational. This writer contacted home patient (hp) on (B)(4) 2011 regarding the reported problem. The hp stated they did not notice anything different with the setup that evening that could have caused the connection issue. The hp stated they double check. The hp stated they believe what might have happened was not having the connections possibly on tight enough. The hp stated this has not hindered or affected therapy and have been continuing as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).this complaint for a connection issue was not confirmed due to unavailable sample. The cause of the connection issue is the supply bag became disconnected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.